Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the therapy was not helping the patient¿s bladder incontinence, even after the revision. The patient did see someone from the manufacturer in july and was told to stop using the handset and communicator so much. When attempting to troubleshooting, it was determined that the communicator was depleted. It was recommended to the patient to first charge the communicator before any further troubleshooting could be performed. There were no further complications reported or anticipated.

Event description:
Additional information was received from a consumer. It was reported that the patient was ¿peeing their brains out, and that the device had never helped.¿ troubleshooting found that the patient was on program 6 at 3.6 volts. They increased stim to 4.4 volts where they could feel stim and were comfortable. It was noted that it could take a couple of days to get relief. It was recommended that they monitor their symptoms and call back in a couple days if they needed further assistance adjusting settings. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot #: va1pl65, implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 06-mar-2022, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient didn¿t feel like it was doing anything, they didn¿t feel stimulation. The patient asked if they had to have the programmer on them in order for the therapy to work, and it was reviewed. The patient stated they were still peeing very heavily sometimes, sometimes they were peeing their brains out all day long, sometimes they went all day with one pee pants on but the day before the call they wore 5 or 6 pairs. The patient was redirected to their healthcare provider for specific therapy adjustment recommendations. When asked for a date of the reported events the patient replied that it was ¿continuous daily.¿ additional information received from the patient reported they had been peeing a lot and did not feel the stimulation. Additional information was received from a consumer. It was reported that they got a new bladder stimulator implanted on (B)(6) 2019 and the other implant never really worked. The patient stated that it worked very little, for a short time, but it stopped working almost right from the beginning, probably (B)(6) or (B)(6) 2018. The patient stated that they went through 5-6 pee packages a week, they couldn¿t go out without a pee pad, and sometimes they had peed and didn¿t even know it. It was also noted that someone from the healthcare providers office programmed the first device that didn¿t work, but they saw a manufacturer representative not too long ago, maybe in (B)(6) 2019, who came in and reset the stimulator. The healthcare provider said that if resetting it didn¿t work they would do something else. The patient noted that they had no falls or accidents, but then stated that they did trip on a comforter on the bed and slid down. They had pain after that from their sciatica, and the patient said that their healthcare provider said that the lead could have possibly moved. No further patient complications are anticipated or expected as a result of this event. Additional information was received from a manufacturer representative. It was reported that the cause of the implant stopping working almost right from the beginning was unknown; the patient felt stim appropriately and all impedances were within normal limits. It was clarified that the patient just got a new lead. No further patient complications are anticipated or expected as a result of this event.